Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer report that "black markings were observed on the leaflets of a valve" was confirmed through observed particulate contamination. As received, valve was still attached to holder and all three green sutures were intact at the cutting channels. Two black particulates were found on the inflow aspect of leaflets 2 and 3 on the valve. The length of the particulate a was approximately 0.5 mm and length of particulate b was approximately 1mm. The black particulates remained and were not able to be rinsed off during the rinse procedure per IFU during pre-decontamination evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that black markings were observed on the leaflets of a 23mm valve. The issue was observed after opening the box which appeared undamaged. The surgical team tried rinsing the valve. The valve didn't contact the patient and it was not implanted. A second valve was opened and used successfully.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the device serial number is unknown. It is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard / mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the ¿rough¿ surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. In this case, after opening the box, black markings were observed on the leaflets of the valve. The valve was not used. Another valve was opened and successfully implanted in replacement. A definitive root cause could not be determined at this time. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that black markings were observed on the leaflets of a valve. The issue was observed after opening the box which appeared undamaged. The valve was not implanted. A second valve was opened and used successfully.

Manufacturer narrative:
Additional manufacturer narrative: the valve was evaluated by chemistry lab. Particulate a: due to the microscopic size of the unknown particulate, no significant ir fingerprints found; therefore, the unknown material could not be determined. Particulate b: ir spectrum of the unknown particulate showed similar absorption characteristics when comparing to cellophane like material.